Manufacturer narrative:
(B)(4). Service engineer diagnostic was that the o2 sensor needs to be replaced and is the old type of sensor. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator failed oxygen (o2) sensor calibration. The ventilator was not in use on a patient at the time the event occurred.